Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7170q st. Jude lead, implanted: (B)(6) 2014. Bfxch2816165 stent graft, implanted: (B)(6) 2008. Iexc161655 stent graft, implanted: 2008. Ilxch1616115 stent graft, implanted: (B)(6) 2008. Ilxch161685 stent graft, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that post implant, the patient felt the device causing the patient to jump. The device output voltage was reprogrammed. About a week later, the patient experienced "bumps" at night if lying on the side of device, and followed up with their doctor. The device remains in use. No patient complications have been reported as a result of this event.